Event description:
It was reported that the patient had an ear infection about a month ago (on the left side), and was treated with a course of antibiotics and seen by ent. Patient was seen by ent for follow up a week later but the left ear was still swollen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.